Manufacturer narrative:
Based on the investigation, no abnormalities were identified in the production process, batch record, or archived samples. All tested samples met the acceptance criteria per iso 80369-7:2021 for resistance to separation (axial load and unscrewing) and simulation of use. The reported issue of detached/loose needle hub and needle stick could not be confirmed during the investigation due to the absence of returned samples or photographs. Additionally, our risk evaluation, conducted in accordance with iso 14971, indicates that the residual risk associated with this failure mode is low. No trends related to this issue have been identified during our track-and-trend analysis.

Event description:
The customer reported an incident with a cardinal syringe coming apart and causing a needle stick.